Event description:
Complainant alleged that during biomed testing the device displayed a "test failed" message with paddles attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corp. The customer isolated the reported problem to the paddles and returned them for evaluation. Evaluation of the paddles was unable to replicate or confirm the reported malfunction. The customer received a replacement set.